Manufacturer narrative:
(B)(4). This device is used for therapeutic purposes. Device operates differently than expected. No known impact or consequence to patient. Device not cleared in us, but similar device is available. The device has not been returned for evaluation.method - no testing methods performed. (B)(4)

Event description:
It was reported that ¿when the surgeon begann to stimulate the x nerve (vague or pneumogastric); he didn't have some respons. So, I tell him that the tube flex was not placed correctly on the vocal cordes.¿ there was no report of patient impact or injury.

Manufacturer narrative:
Date device received at medtronic international west 11/25/2014; date device received at medtronic xomed 12/05/2014. As received condition: received one (1) sample without the original product pouch and label. The sample had a flex circuit with 6.5mm stamping of tube size listed on the inflation valve therefore confirming the product to be endotrach tube 8229965 5pk 6.5mm emg flx. There was considerable amount of bio-residue present on near the tip and inner working length of the device to indicate customer use/handling. Analysis results: equipment used: fluke 21 multimeter, asset # 1153-j, calibration due july 2015. Observations: from visual evaluation, the flex circuit was found to have multiple creases and appeared to have been severely wrinkled/folded at certain locations. The resistance was measured. ¿maximum resistance from electrodes to pins: 20 ohms.¿ open circuit (>20 m ohms) between pins. Measurements were taken with a fluke 21 multimeter. The resistance readings were as follows: blue leads measured approximately 52 ohms to 60 ohms (erratic) and the other blue lead measured 65 ohms to 70 ohms (erratic). The red leads measured approximately 78 ohms to 80 ohms (erratic) and second red lead was found open. The folds and creases noticed on the flex circuit tail likely impacted the resistance readings and caused the readings to fall out of the required specification. As per manufacturing procedure 100% inspection is conducted on the flex circuit tail for any defects. The damages observed on the flex circuit were likely due to customer handling/use. At this time, there is no evidence to indicate any manufacturing fault on the returned sample. The instructions for use warn and identify multiple reasons that impacts emg responses to direct or passive neural stimulation. The instructions for use contain detailed instructions for preparation of the tube, placement, and set up. Conclusion: the complaint is confirmed for the alleged malfunction [no response / electrode continuity issue]. Based on the above observations; the exact or likely root cause of the complaint could not be determined as multiple factors may have resulted the complaint event. The contributing factors could be related with customer set-up, placement of the device or other operational / procedural / anatomical factors (difficult patient anatomy, use of anesthetic gels or creams). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.